Event description:
The patient received her scs system on (B)(6) 2010. The leads were placed for supraorbital stimulation (off-label). It was reported that the patient was lying down during charging of her ipg, and she experienced twitching of her eye and saw lightning bolts. It was reported that the stimulation was turned on when she experienced this issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.